Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were not receiving bipolar energy. The customer had already replaced the cord, instrument, and bovie pad. The customer reported that another mb-07-1 error message appeared. The tse reviewed the logs and found errors indicating a neutral electrode current warning. The customer was asked to double-check to see if their connection of the electrode was secure, which they confirmed. They were then asked to try another pad, but it was still not working. A power cycle of the integrated electrosurgical unit (iesu) or erbe was recommended, but the customer stated that it could not be performed as the procedure was ongoing. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to verify multiple m-b0 and m-b1 errors in system logs. The customer had indicated that they were unable to connect the grounding pad to the integrated electrosurgical unit (iesu) or erbe during the case. Fse was unsure if a power cycle of erbe resolved the issue and replaced the erbe. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the erbe for evaluation, but evaluation has not been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electrosurgical unit (iesu) or erbe was analyzed, and failure analysis investigations could not replicate or confirm the customer-reported complaint. The reported problem was not confirmed using system logs. Upon visual inspection, the unit¿s cover was found to be scratched; otherwise, the unit is in good condition. The erbe was tested using the system, successfully cauterizing all ports and recognizing all instruments. The erbe will be sent to the original equipment manufacturer (OEM) for further investigation. The probable root cause of error m-b1 may be attributed to various factors. The neutral electrode (e.g., grounding pad) may not be connected to the generator, may be defective, or may have poor contact with the patient¿s surface.

Event description:
Refer to h11 for follow-up information.